Event description:
The facility representative reported a flogard infusion pump with a broken ground ac port. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation:the reported problem of broken ground ac port was confirmed during device evaluation. The cause of the reported problem was definitively identified to be that the power cord was found with a missing ground pin. To resolve the reported problem, the power cord was replaced. Should additional information become available, a follow-up medwatch will be submitted.